Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient¿s catheter detached from the suture wing during turning of the patient. The patient was attached to a continuous renal replacement therapy (crrt) machine with tubing and as the patient was turned, the catheter was pulled completely out of patient¿s body (suture wing still attached to patient). The patient had moderate blood loss and the staff used stat seal and thrombin spray to quickly reduce the blood loss. The event did not cause any additional injuries to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.